Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the connecting port of the sensor had a burned mark. There was no patient injury.